Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(4) on february 3, 2022. Retainer ring = clear. Patient passed away on (B)(6) 2021 and insulin pump was returned with no allegation. Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, broken battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, faded serial number label, pillowing keypad overlay, stained keypad overlay and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(6) 2021 dailytotalofallinsulindelivered = 32.525. (B)(6) 2021 dailytotalofallinsulindelivered = 41.5. (B)(6) 2021 dailytotalofallinsulindelivered = 32.275. (B)(6) 2021 dailytotalofallinsulindelivered = 29.95. (B)(6) 2021 dailytotalofallinsulindelivered = 34.45. (B)(6) 2021 dailytotalofallinsulindelivered = 38.925. (B)(6) 2021 dailytotalofallinsulindelivered = 31.7. Device tested ok. Device was returned with no allegation. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The correct information has been provided in describe event or problem with this report.

Event description:
Customer was initially passed at 7:30 pm in his home but was revived. Then, customer passed around 10:30 pm in the hospital.

Manufacturer narrative:
(B)(4). The insulin pump did not have a battery installed when received. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. History download was successful using thus and carelink upload was successful. The insulin pump had minor scratched display window, scratched case, broken battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, faded serial number label, pillowing keypad overlay, stained keypad overlay and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
It was reported via phone call that the customer passed away at home. The date of death was (B)(6) 2021. The cause of death was cardiac arrest. The customer¿s blood glucose was 4.3 mmol/l at the time of death. The customer was wearing the insulin pump at the time of death. The customer was wearing sensor. It was unknown if the insulin pump was on auto mode. The insulin pump was returned for analysis. The case was reported on basis of failure analysis.